Event description:
It was reported that the patient had generator and lead replacement surgery on (B)(6) 2014. The explanted devices were discarded after explant. Therefore, analysis cannot be performed.

Manufacturer narrative:
Manufacturer device history records were reviewed.review of the lead device history records confirmed all quality specifications were passed prior to distribution.review of the lead device history records confirmed all quality specifications were passed prior to distribution.

Event description:
It was reported that high lead impedance was found on system and normal mode diagnostic testing. The device was programmed off to 0ma as recommended in labeling. The patient was referred for x-rays. There was no complaint of recent trauma to the site and no increase in seizures above pre-vns baseline level. The patient was referred for replacement surgery. Surgical intervention has not occurred to date.